Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the guidewire became stuck in the left ventricular (lv) lead and it appeared that insulation from the lead was around the lumen near the lv lead tip; implantation of this lead was not attempted and a different lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary; the full lead was returned, analyzed, no anomalies were found. No insulation damage or implant damage was noted on the lead at time of analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.